Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is unknown. Reportedly, "clr???"

Manufacturer narrative:
A4-a6:unk. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: d4: model should be corrected to vicm5_13.2. Claim# (B)(4).